Event description:
The device was returned for touchscreen losing input functionality. This was observed upon return as the screen did not accept inputs. An internal investigation was performed and found the touchscreen input cable was unplugged. After plugging it back in and checking that the connection was not loose, touchscreen functionality was restored.

Event description:
The following has been reported: biomed reported: need to ship the following unit for repair model: ivenix infusion system serial number: (B)(6). No patient reported incident unresponsive touch screen (unable to select options or shutdown while powered on) no available logs on system dashboard incident occurred (B)(6) 2025 a preliminary review identified the following issue: mechanical hardware failure (screen, no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.